Event description:
During an attempted novasure endometrial ablation, the physician encountered multiple unsuccessful cavity integrity assessment (cia) tests with two devices. While attempting "to readjust the [second] device for better placement [he] noted a small perforation along the right uterine sidewall". The ablation was aborted. We have been unable to obtain add'l info surrounding this event.

Manufacturer narrative:
The devices are not being returned therefore, a failure analysis of the complaint devices cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. If add'l relevant info is received, a supplemental medwatch will be filed. (B)(4).